Event description:
Patient reported that they are having an allergic reaction to the medical grade glue on the incision. Caller stated they have had to take some benadryl. The patient was redirected to their healthcare provider to further address the issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).